Event description:
On 09/02/2025, it was reported that the user was woken up by a low blood glucose (bg) alert. Bg measured at 63 mg/dl and was corrected with one glucose tab. The user planned to discuss overnight settings with certified diabetes specialist (cds). No external assistance or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.